Event description:
The customer reported that during pre-operation check, nothing wrong was found. However, 5 minutes into the radio frequency ablation procedure, a leak occurred from the connection between the needle-tubing and inflow tubing. The procedure was completed with another needle electrode. The patient is reported as ok. A leak from connection between needle-tubing and inflow tubing would be outside the surgical area. However, upon return and testing a leak was found from the handle, which would be in the sterile field.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.